Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. The device was explanted, but has not been received for investigation yet.

Event description:
The parents reported a decline in hearing perception with the device of the recipient. The recipient has been re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported a decline in perception with the device of the recipient. Follow-up after a week, recommended parents to continue gently massaging the area and a headband over implant. Revision is considered, when the gpi did not resolve.

Event description:
The parents reported a decline in hearing perception with the device of the recipient. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Even though no such causal event, like an accident, is mentioned in the recipient's report, the investigation results appear to match the high gpi and decreased performance mentioned in the recipient's report. This is a final report.